Event description:
The consumer reported receiving second degree burns to her leg from the vaporizer. While the vaporizer was running, she removed the steam head and rested it on her leg. The owners manual states to turn the unit off and allow it to cool before removing the steam head.